Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that varying in rv threshold and r-waves amplitudes were observed during a clinic visit. Fluoroscopy imaging showed the helix was not fully deployed. The lead was explanted and replaced when repositioning was unsuccessful.